Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "nasal/throat irritation or soreness. Went to the doctor almost 2 yrs ago was diagnosed with esophagitis, dizzy, throat irritation and dryness in the mouth and throat and in his nose." The patient reported using an ozone-based disinfection device for "a little over a year." The device has been returned, and evaluation is anticipated. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A follow-up correction made for the ff below, -adverse event/product problem -patient outcome code grid -health impact grid.